Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost weight and the ipg site became uncomfortable. In turn, surgical intervention was undertaken wherein the ipg pocket was repositioned and the ipg was replaced. Post-operatively, stimulation therapy was restored and the patient's discomfort resolved.